Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown) 2 days later. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Correction: b4 - corrected today's date.